Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivered insulin. Customer stated that they were experiencing extreme high and low blood glucose levels. Blood glucose level at the time of the incident was 248 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.